Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg revision procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Populated with the di number.